Event description:
The customer contact reported air in the tubing distal to the device with no device alarm. At an unspecified time, the device was programmed to deliver 0.4% calcium (3ml calcium in 10ml of saline), at a rate of 0.4ml/hr, and the delivery was started. No further programming parameters were provided. After an unspecified length of time, the nurse noted that 10cm past the cassette, there were five solid air segments that measured 1cm in length, with 20cm fluid filled segments in between, in the tubing distal to the device, with no device alarm. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided, including if air was delivered to the pt and if the device was continued in use.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.